Manufacturer narrative:
Multiple products were implanted including hooks,screws and rods. Manufacturer could not identify the suspect devices. The catalog and lot number of suspect devices could not be identified. Although it is unknown if any of the device contributed to the reporting event we are filing this MDR for notification purposes only. Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Initial surgery date: (B)(6) 2011 it was reported that on an unknown date, post-op, patient had severe fatigue, loss of appetite, heart racing and chronic pain. Patient was suspecting allergic reaction. The titanium implants were implanted in revision surgery. The patient originally had ss (stainless steel) implanted. It was found that she had a reaction to the nickel in the ss. Patient stated that some of her symptoms were the same as when she had the ss implants.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient got the implants removed on 21 aug 2016 and all the symptoms subsided thereafter.